Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, tilting, perforation of multiple filter struts beyond the wall of the inferior vena cava (ivc), caval thrombosis, thrombosis/embolism and pain post implant. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records the filter was indicated to prevent propagation of thrombus into the deep venous system as the patient presented extensive deep vein thrombosis (dvt) within great saphenous vein in addition to lower extremity edema and pain, renal mass with hematuria and was a poor candidate for anticoagulation. The right common femoral vein was accessed using ultrasound guidance. An inferior vena cavogram was performed using a catheter to determine patency of the inferior vena cava prior to filter placement and to determine the entry point of the renal veins to allow for optimal filter positioning. The ivc was patent and the entry points to the renal veins were visualized. The cordis trapease ivc filter was advanced and deployed in the infrarenal ivc. The patient tolerated the procedure well with no evidence of immediate complication. Of note, right sided hydronephrosis reported as an incidental finding. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, tilting of the filter, blood clots, clotting and or occlusion of the ivc.; and also reports that a computed tomography (CT) scan performed of the trapease filter reported tilting, perforation, caval thrombosis and thrombosis/embolism. The patient further asserts to have suffered from pain and anxiety post implant, becoming aware of these events approximately four years and four months after the filter was implanted.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting, perforation of multiple filter struts beyond the wall of the inferior vena cava (ivc), caval thrombosis, thrombosis/embolism and pain post implant. The patient reported becoming aware of perforation, tilt, blood clots, clotting and or occlusion of the ivc, approximately four years and four months post implant. A computed tomography (CT) scan performed of the trapease filter reported tilting, perforation, caval thrombosis and thrombosis/embolism. The patient also reports pain and anxiety post implant. According to the implant record the indication for the filter placement was extensive thrombus within the great saphenous vein, lower extremity pain and edema, renal mass with hematuria and a poor candidate for anticoagulation. The filter was placed via the right common femoral vein and deployed in the infrarenal ivc, after establishing patency of the ivc. The patient tolerated the procedure well with no evidence of immediate complication. Of note, right sided hydronephrosis reported as an incidental finding. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed, nor an exact cause determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Stenosis, blood clots, clotting, embolism, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and that multiple filter struts had perforated beyond the wall of the inferior vena cava (ivc). The patient further reported having experienced caval thrombosis, thrombosis and/or embolism and pain post-implantation. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Stenosis, blood clots, clotting, embolism, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, tilting, perforation of multiple filter struts beyond the wall of the inferior vena cava (ivc), caval thrombosis, thrombosis/embolism and pain post implant. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.